Event description:
On 13 feb 2008, the sales rep reported that the middle screw was lost. Additional info received on 11 mar 2008 via telephone: the sales rep reported that during a lumbar fusion surgery, the surgical tech went to get the speedlink when she noticed on the back table that the middle screw was missing. The surgical tech looked for the missing screw in the kit and it was not found. The surgeon finished the case as intended by using another speedlink. There was no report of pt injury or surgical delay. This malfunction, missing set screw has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.